Event description:
Device 3 of 3. Reference MFR report# 1627487-2012-00240 and 1627487-2012-00241. It was reported the pt ((B)(6)) is without stimulation and is unable to increase the amplitude on any of the programs. No impedance issues were noted; however, efforts to resolve his matter via reprogramming have been unsuccessful thus far. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.